Event description:
Additional information received reported the patient was now "up to speed" on the interstim therapy and knew more now than he did when he proceeded with implant. It was noted that the patient misunderstood the therapy when he was implanted. It was also reported that the patient believed his previous bowel issues were "caused by some bad food." No current issues were reported with the patient¿s system.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v526889, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient noted a change in his bowel movements. It was stated that the patient "urinates, has a bowel movement, and then urinates again." It was noted that the patient described the symptoms as "forcing him to strain" and that their bowel size had decreased. It was stated that the patient's device had been off for 1 week because the patient fell. It was stated that the patient raised the rate of his device but reported the bowel issue started before that, about 1 and a half months prior to this report. It was noted that the patient reported "dribbling pee during the day and at night." It was stated the patient had "major bowel movements." It was added that "bowel blocking had been occurring since the implant about 2 years ago." The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.